Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 4196 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was later reported that the patient received one shock. Device interrogation showed that the shock was due to noise and oversensing on the right ventricular (rv) lead. The pace-sense portion of the rv lead fractured. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that an alert triggered due to the right ventricular (rv) lead oversensing short interval counts (sic) and noise while the patient was at or near an animal barn. Initially, the rv sensitivity was adjusted until the lead was capped and replaced. No patient complications have been reported as a result of this event.